Event description:
Two (2) hours after the therasphere treatment, the pt became flushed, developed fever and shaking chills. He ate lunch and then vomited. Fever rose to 39.2 and he became confused. The pt was admitted to gi service for observation. He was started on zosyn empirically after cultures obtained. Received gentle hydration with IV fluids. The event was judged the clinical site as "unknown" with respect to the causality to study involvement.